Event description:
It was reported that as the surgeon inserted a cc4204a collamer plate lens and the lens would not center in the eye. Add'l info was requested, but not yet received. If any add'l info is obtained, a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4) - lens would not center in the eye. Eval results: visual inspection of the returned product showed the lens was returned in liquid and pieces of the haptic plate was torn off and missing. (B)(4).